Event description:
As the pt was being placed on the ventilator, it was found that the ventilator was not giving a pt breath. No pt harm reported. It is unk if the ventilator alarmed when the reported problem occurred.

Manufacturer narrative:
Na